Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, (B)(4).

Event description:
It was reported the side effects and complications included lead infection, lead migration, and loss of efficacy. The healthcare professional considered the issues to be expected. The issues affected about one patient per year. All patients recovered and there were no long term consequences.